Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. Customer reported pump was dropped and has possible physical or cosmetic damage. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display pump received with damaged retainer ring. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, retainer knit line damage, missing o-ring (reservoir tube), end cap address label missing, and broken belt clip rails. Cosmetic damage was confirmed at the pump case. Blank display was confirmed during testing due to a misaligned battery tube. Moisture damage was noted found isolated to the battery tube. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.